Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 74% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, the device was analyzed further, and no anomalies were found. It was not possible to determine the cause of the battery depletion. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the maunfacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.